Event description:
It was reported that the system 9800 displayed poor quality grainy images making interpretation difficult. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Tracking and calibration were checked and found to be acceptable. The system was tested and found to be working as intended and placed back into service.